Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The present extraction screw was analyzed for conformance to print specifications as well as research of the device history record. Abnormal findings were not found. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings it is concluded that the cause of failure is not due to manufacturing non-conformances. The breakage is indicative of high mechanical forces applied during usage. The broken surface is homogenous which indicates material conformity. Product fault was not detected. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
The tip cracked when inserting an end cap. This is 1 of 1 report for complaint (B)(4).